Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. However, the customer's batteries were found to be depleted. A replacement device was sent to the customer. A review of device logs indicated that the device was not being stored with the electrode pads connected. This would cause a red x condition. A red x condition is both visual and audible until addressed by the user. The investigation concluded that the device was not being stored in accordance with zoll recommendations to ensure the device is clinically ready. Analysis of reports of this type has not identified an increase in trend.